Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user received alert 69 indicating an algorithm data parity check, after which the device was restarted and the alert resolved; the user¿s blood glucose was 199 mg/dl with no reported symptoms, and the user was advised to perform up to two additional restarts if the alert recurred and to contact support for further assistance. Symptoms included no adverse clinical effects. Outcomes included no injury and no hospitalization. Investigation included customer service troubleshooting and user education focused on device restart and monitoring. Investigation of this case revealed an intermittent algorithm data parity check alarm consistent with a transient software or data integrity fault within the ilet system that cleared after device restart. It was concluded, based on previously established findings for similar reports, that the cause was an isolated, non-reproducible device software anomaly. If the device is received, it will be evaluated, and a supplemental report will be filed.